Manufacturer narrative:
This was initially reported on the summary report dated august 30, 2014 under exemption (B)(4). Additionally, this was reported on the summary report dated february 24, 2015 under exemption (B)(4). Additionally, this was reported on the summary report dated june 18, 2015 under exemption (B)(4). Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced bloody vaginal discharge with foul odor, dyspareunia, vaginal mesh erosion, dysuria, extrusion, hematuria, atrophic vaginitis, and recurrent urinary tract infection. The plaintiff also allegedly experienced infection, urinary problems, and bowel problems. Furthermore, it was reported that the plaintiff died. The causes of death reported were brain herniation and subarachnoid hemorrhage. Related to manufacturer report#: 2183959-2014-45462. Related to manufacturer report#: 2183959-2014-45460.